Manufacturer narrative:
Block b3: exact date unknown, event occurred five months after device implantation. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 19631726.

Event description:
It was reported that all components were explanted due to an infection. No further information has been obtained despite good faith efforts.